Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on 18-jul-2016. The most recent information was received on 14-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('x-rays performed found marked progression of the inserts in the body'), device breakage ('broken inserts/one insert on right side seemed to be broken') and menorrhagia ('menstrual hemorrhage for 10 days every 15 days / hemorrhagic menses') in a female patient who had essure (batch no. 796913) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy partial in 1993, thyroid cold nodule and goiter nodular. Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included menstrual disorder with iud nos. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual hemorrhage for 10 days every 15 days / hemorrhagic menses"), dysmenorrhoea ("menstrual hemorrhage in association with intense pain"), abdominal pain ("belly pain"), groin pain ("groin pain on right side"), abdominal distension ("hyper-swollen belly"), abdominal rigidity ("tight belly"), adenomyosis ("adenomyosis"), hypothyroidism ("hypothyroidism"), hyperthyroidism ("hyperthyroidism"), dry eye ("ocular dryness"), diplopia ("vision double (vision disturbances)"), vision blurred ("blurred vision (vision disturbances)"), back pain ("lumbar pain spreading to groin / low back pain/pain on right and on left sides"), pain in extremity ("pain on right side spreading in the whole leg and to left leg"), migraine ("daily migraines"), fatigue ("significant fatigue") and musculoskeletal chest pain ("intercostal pain"). In 2014, the patient experienced pyelonephritis acute ("acute pyelonephritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergy tests were negative except for nickel"), urinary tract infection ("urinary infections"), dizziness ("dizziness"), palpitations ("palpitations"), paranasal sinus inflammation ("sinus inflammation with loss of sense of smell") with anosmia, arthralgia ("joint pain"), pruritus ("itching on the whole body but especially on face"), psoriasis ("psoriasis"), night sweats ("excessive sweat at night"), feeling hot ("intense warm sensation in legs"), pain in jaw ("jaws pain") and temporomandibular joint syndrome ("jaw cracks"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy with removal of essure). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, groin pain and pyelonephritis acute outcome was unknown and the menorrhagia, polymenorrhoea, dysmenorrhoea, abdominal pain, allergy to metals, abdominal distension, abdominal rigidity, urinary tract infection, adenomyosis, hypothyroidism, hyperthyroidism, dry eye, diplopia, vision blurred, dizziness, palpitations, paranasal sinus inflammation, arthralgia, back pain, pain in extremity, pruritus, migraine, psoriasis, night sweats, feeling hot, pain in jaw, temporomandibular joint syndrome, fatigue and musculoskeletal chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, adenomyosis, allergy to metals, arthralgia, back pain, device breakage, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, fatigue, feeling hot, groin pain, hyperthyroidism, hypothyroidism, menorrhagia, migraine, musculoskeletal chest pain, night sweats, pain in extremity, pain in jaw, palpitations, paranasal sinus inflammation, polymenorrhoea, pruritus, psoriasis, pyelonephritis acute, temporomandibular joint syndrome, urinary tract infection and vision blurred to be related to essure. No further causality assessment were provided for the product. The reporter commented: initial information received on 18-jul-2016. According to the patient: essure caused the events she experienced, as events occurred after essure insertion and got worse over years. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: proliferative endometrium and adenomyosis. Two right para tubal vestigial cysts, without sign of malignancy. Physical examination - on (B)(6) 2016: patient reviewed in consultation: the postoperative follow-up is simple. The patient reports no functional complaints. The examination reveals a supple abdomen with normal healing. With speculum and vaginal examination; the healing of the vaginal fundus is favourable. X-ray - in (B)(6) 2011: control examination was performed 3 months after essure insertion. It was normal according to the gynecologist despite x-ray technician said there was a slight change of aspect of the inserts compared to usual pictures. When the patient read again the x-rays, she noticed that one insert on right side seemed to be broken; in 2014: marked progression of the inserts in the body; in 2016: marked progression of the inserts in the body. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 14-aug-2020: essure removal by hysterectomy and bilateral salpingectomy added as non-drug treatment (surgery) for serious incident events, events device breakage and menorrhagia upgraded to serious incident events. Product tab and lab data updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health authorities, reference number: (B)(4)) on 18-jul-2016. The most recent information was received on 21-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('x-rays performed found marked progression of the inserts in the body'), device breakage ('broken inserts/one insert on right side seemed to be broken') and menorrhagia ('menstrual hemorrhage for 10 days every 15 days / hemorrhagic menses') in a female patient who had essure (batch no. 796913) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy partial in 1993, thyroid cold nodule and goiter nodular. Previously administered products included for an unreported indication: iud nos. Past adverse reactions to the above products included menstrual disorder with iud nos. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual hemorrhage for 10 days every 15 days / hemorrhagic menses"), dysmenorrhoea ("menstrual hemorrhage in association with intense pain"), abdominal pain ("belly pain"), groin pain ("groin pain on right side"), abdominal distension ("hyper-swollen belly"), abdominal rigidity ("tight belly"), adenomyosis ("adenomyosis"), hypothyroidism ("hypothyroidism"), hyperthyroidism ("hyperthyroidism"), dry eye ("ocular dryness"), diplopia ("vision double (vision disturbances)"), vision blurred ("blurred vision (vision disturbances)"), back pain ("lumbar pain spreading to groin / low back pain/pain on right and on left sides"), pain in extremity ("pain on right side spreading in the whole leg and to left leg"), migraine ("daily migraines"), fatigue ("significant fatigue") and musculoskeletal chest pain ("intercostal pain"). In 2014, the patient experienced pyelonephritis acute ("acute pyelonephritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergy tests were negative except for nickel"), urinary tract infection ("urinary infections"), dizziness ("dizziness"), palpitations ("palpitations"), paranasal sinus inflammation ("sinus inflammation with loss of sense of smell") with anosmia, arthralgia ("joint pain"), pruritus ("itching on the whole body but especially on face"), psoriasis ("psoriasis"), night sweats ("excessive sweat at night"), feeling hot ("intense warm sensation in legs"), pain in jaw ("jaws pain") and temporomandibular joint syndrome ("jaw cracks"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, groin pain and pyelonephritis acute outcome was unknown and the menorrhagia, polymenorrhoea, dysmenorrhoea, abdominal pain, allergy to metals, abdominal distension, abdominal rigidity, urinary tract infection, adenomyosis, hypothyroidism, hyperthyroidism, dry eye, diplopia, vision blurred, dizziness, palpitations, paranasal sinus inflammation, arthralgia, back pain, pain in extremity, pruritus, migraine, psoriasis, night sweats, feeling hot, pain in jaw, temporomandibular joint syndrome, fatigue and musculoskeletal chest pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal rigidity, adenomyosis, allergy to metals, arthralgia, back pain, device breakage, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, fatigue, feeling hot, groin pain, hyperthyroidism, hypothyroidism, menorrhagia, migraine, musculoskeletal chest pain, night sweats, pain in extremity, pain in jaw, palpitations, paranasal sinus inflammation, polymenorrhoea, pruritus, psoriasis, pyelonephritis acute, temporomandibular joint syndrome, urinary tract infection and vision blurred to be related to essure. The reporter commented: initial information received on 18-jul-2016. According to the patient: essure caused the events she experienced, as events occurred after essure insertion and got worse over years. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: proliferative endometrium and adenomyosis. Two right para tubal vestigial cysts, without sign of malignancy. Physical examination - on (B)(6) 2016: patient reviewed in consultation: the postoperative follow-up is simple. The patient reports no functional complaints. The examination reveals a supple abdomen with normal healing. With speculum and vaginal examination; the healing of the vaginal fundus is favourable. X-ray - in (B)(6) 2011: control examination was performed 3 months after essure insertion. It was normal according to the gynecologist despite x-ray technician said there was a slight change of aspect of the inserts compared to usual pictures. When the patient read again the x-rays, she noticed that one insert on right side seemed to be broken; in 2014: marked progression of the inserts in the body; in 2016: marked progression of the inserts in the body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 18-jul-2016 from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6). It refers to herself, who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011 with lot number 796913. Consumer's historical conditions included: nodular goiter/ thyroid with cold nodules and partial thyroid removal in 1993. She also had a previous iud use for hemorrhagic menses. She had control examination 3 months after essure insertion. It was normal according to the gynecologist despite x-ray technician said there was a slight change of aspect of the inserts compared to usual pictures. One year after essure insertion, consumer developed pain and hyper-tightened belly, hemorrhagic menses, intercostal pain, low back pain, groin pain on right side spreading in the whole leg and to left leg, eyes dryness, vision double, blurred vision, hyperthyroidism and hypothyroidism, daily migraines and significant fatigue. The consumer could not be relieved because physicians did not know what caused her events. However, according to her, essure has caused her events, as they occurred after essure insertion and got worse over years. When she read again the x-rays, she noticed that one insert on right side seemed to be broken. X-rays performed in 2014 and 2016 found marked progression of the inserts in the body. Allergy tests were negative except for nickel for which lymphocytes reaction was noticed. In addition, consumer reported the following consequences: menstrual hemorrhage for 10 days every 15 days in association with intense pain, hyper-swollen and tight belly with pain, adenomyosis, hypothyroidism, hyperthyroidism, ocular dryness, vision disturbances, dizziness, palpitations, urinary infections, acute pyelonephritis (twice in 2014), sinus inflammation with loss of sense of smell, joint pain, lumbar pain spreading to groin and pain on right and on left sides, broken inserts, symptoms got worse in ovulation and menses periods, low back pain, itching on the whole body but especially on face, daily migraines, psoriasis, excessive sweat at night, intense warm sensation in legs, jaws pain and cracks. Follow-up received on 25-jul-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. The list of similar incidents contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 28-jul-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this case report was received via regulatory authority from a female consumer who developed hemorrhagic menses and belly pain after essure insertion. Additionally, when she read her x-rays (performed after the procedure) she noticed one insert on right side seemed to be broken and later she believed there was marked progression of the inserts in her body (interpreted as a suspicion of device migration). Device breakage is anticipated according to the technical analysis, while the other events are anticipated in essure's reference safety information. In this particular case, consumer stated her symptoms started after essure insertion with worsening over the years. As previous history, she had used an iud for hemorrhagic menses and had thyroid disease with a partial thyroidectomy. She also stated her symptoms got worse in ovulation and menses periods and mentioned the diagnosis of adenomyosis. Abnormal genital bleeding may be caused by endocrine conditions and/or uterine anatomical reasons. While a role of essure cannot be definitively excluded in this case, the clinical presentation suggests that consumer's endocrine (thyroid disease) and anatomical factors (adenomyosis) are the primary drivers of her symptoms. Regarding the remaining events, consumer informed the physician considered her control examination was normal. However, when she read the x-ray, she believed the device might be broken and progressing into her body. Although this case lacks medical confirmation and detailed information for a comprehensive causality assessment, based on events' nature causality with essure cannot be excluded. Due to the serious injury reported, this case is regarded as an incident. Additionally, other events such as acute pyelonephritis (unrelated, unlisted) were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued, since this case was received via regulatory authority.